Manufacturer narrative:
Concomitant medical products: product ID: b i71000165, serial/lot #: none. Internal analysis/troubleshooting was done. It was discovered that the computer was not the problem as originally thought. It was found that the cmos battery needed to be replaced. The system was serviced in the field and failed imaging tests due to the ias not initializing. The cmos battery was replaced on the ias computer and the bios settings were programmed. The failure was resolved and the system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the image acquisition station (ias) would not fully initialize. They tried rebooting the system. No patient was present. It was reported that the system needed a computer for the ias. Additional information was received. It was reported that the complementary metal oxide semiconductor (cmos) battery was completely dead so when the site rebooted the system, the ias remained in the initializing state.